Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored for several hours and no blank display/frozen screen noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: 03/15/2024 16:44:27.000, 03/15/2024 16:44:47.000, 03/15/2024 16:45:26.000, 03/18/2024 23:29:49.000, 03/21/2024 13:58:57.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 03/15/2024 16:44:33.000, 03/15/2024 16:45:15.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-mar-2024 at 3:58:59 am. There was no power data available for the date of 15-mar-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted. Please see below for pump errors/alarms noted 1 week prior to the event date 21-mar-2024 in the formatted history file.  Sensorerroralert (801) was recorded and found in the formatted history file on: 03/18/2024 22:57:19.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 03/20/2024 12:47:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Customer alleged for blank display/frozen screen and keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple errors like blank display and keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.